Manufacturer narrative:
Concomitant medical products: 496835 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing during ventricular fibrillation (vf) detection which resulted in inappropriate therapy. The rv lead remains in use. No patient complications have been reported as a result of this event.